Event description:
The customer reported to baxter (B)(4) of an eva bag with a leak near the transference lines. Patient injury and medical intervention were not reported for this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, it was discovered that the reported malfunction is alleged against a product that baxter does not have reporting responsibility.

Event description:
The customer reported to baxter (B)(4) of two bolsang cuadruple cpda where a leak was observed in the recollection bag. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). A sample picture is reported to be available and has been received for evaluation. If additional information is available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.